Event description:
Boston scientific received information that soon after the patient had valve surgery low out of range shock impedance measurements (less than 20 ohms) were observed via daily measurements and manual testing. The patient has an sq array plugged into the negative defibrillation port, and a competitor svc lead that is plugged into the positive defibrillation port. A memory download was performed to obtain the exact shock lead impedance measurements below 20 ohms. Upon review it was noted that the shock impedance measurements ranged from 12-19 ohms over the last (B)(6) days. It was suspected that the valve surgery may somehow have damaged one of the shocking leads. The patient was scheduled for a revision procedure. Additional information was received that a lead revision was performed where the sq array was surgically abandoned and a new coil was successfully implanted. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
No additional information is available at this time. Should additional information become available, this event will be updated.